Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand, and it was unknown whether this issue caused any significant change in the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate method of insulin delivery if necessary, while technical support confirmed shipping details, provided instructions for placing pump into storage mode and returning it within 10 days, and arranged for shipment of replacement pump, advising customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.